Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03880 and 0001825034-2017-03881.

Event description:
It was reported a patient underwent a hip revision approximately six years post-implantation due to elevated metal ion level, metallosis and pain. During the procedure, a small pseudotumor was encountered over the posterior greater trochanter and mild to moderate posterior wall bone loss were noted. The cup and modular head were replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: part us157856 m2a magnum cup lot 695290; part: 51-104110 hip femoral stem lot 2469036; part 139252 m2a taper adapter lot519590. Reported event was confirmed by review of op notes. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.